Event description:
.It was reported via case study that the patient presented in clinic for a right ventricular (rv) leadless pacemaker (lp) implantation. Five months post-discharge, it was found that the patient had developed methicillin-resistant staphylococcus aureus (mrsa) infection secondary to pyogenic spondylitis. Contrast-enhanced computed tomography (CT) and transthoracic echocardiography were performed and did not identify any device infection. The infection was resolved with daptomycin administered for more than 4 weeks. Two months post-discharge, the patient presented to the emergency department with fever and bradycardia. Upon interrogation, it was noted that rvlp exhibited elevated capture threshold and failure to capture. Contrast-enhanced CT and fluoroscopy imaging confirmed no dislodgment, but blood culture resulted in mrsa infection. The rvlp was retrieved and explanted. Tissue adherent to the tip of the explanted lp cultured positive for mrsa, and magnetic resonance imaging performed suggested recurrent pyogenic spondylitis. The patient was treated with intravenous vancomycin for 6 weeks before implanting a replacement lp. There were no further patient consequences.

Manufacturer narrative:
Details are listed in the article, titled ¿late-onset infection of helix-fixation leadless pacemaker diagnosed by pacing threshold elevation and successfully managed with retrieval and reimplantation. Heartrhythm case reports, 2025; 12, 331-333¿ details such as patient and device information was not provided as this research article was performed retrospectively.